Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the articular surface provisional fractured while trialing during a knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional articular surface confirmed that the part had fractured. The fractured piece was not returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.